Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an elective device replacement procedure, the patient's right atrial lead was capped and replaced on (B)(6) 2020 due to an unspecified issue. The patient's condition was unknown. Additional information was requested but not yet received.

Event description:
New information received notes that the lead was capped and replaced due to atrial noise oversensing and potential lead fracture.